Event description:
Vns therapy patient indicated that he is experiencing "his clips sticking out in his neck." He additionally reported he will be following up with his surgeon for possible surgical intervention. Good faith attempts are currently being made for further information.